Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device involved was unable to cross. The reported incident did not result in a patient injury or necessitate medical or surgical intervention. The event occurred intra-operative.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath, arteriotomy locator, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in forward lock position. The hemostasis sheath and locator were returned fully mated. No damage or issues were noted. Functional testing was performed by inserting the sheath and locator assembly over a guidewire. The assembly was able to be passed over the guidewire without issue. The complaint could not be confirmed. The exact root cause could not be determined. The likely cause was determined to have been difficultly with device insertion due to insufficient angulation. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).